Event description:
It was reported that, over time, the ventricular lead threshold has increased from 1.25 v, up to 5.5 v, and that r-wave sensing has decreased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.